Event description:
Home pt's (hp) wife reports pt experienced pruritis throughout torso, upper legs and calves upon fill 1 to fill 3 of treatment on homechoice device with use of these homechoice sets. Hcp requested hp take hismanol prior to therapy. Hp continued to experience pruritis until new lot number of set used.